Manufacturer narrative:
A review of product historical data for any trends and all customer complaints received for this issue did not identify any trends or additional similar complaints. A review of the data provided by the customer found all three samples (from 3 different draws) show wbc results on cell-dyn ruby (B)(4) that agreed with the wbc results obtained on the comparator (sysmex). The customer states that microscopic evaluation also agreed with the cell-dyn ruby wbc data. Return testing was not completed as returns were not available. A review of the cell-dyn ruby operator's manual found labeling to be adequate for the complaint issue. Based on the investigation there is no product deficiency identified for the cell-dyn ruby, serial number (B)(4).

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported falsely elevated wbc results generated for one patient on the cell dyn ruby analyzer. The results provide were: initial on (B)(6) 2019 am wbc = 0.90 / second sample (B)(6) 2019 pm = 18.0; third sample (B)(6) 2019 am = 40.0. The patients historic wbc = 0.9-3.0. Microscopic counts and alternate analyzer results agree with the cell dyn ruby: sample 1 = 1000 / sample 2 =18000/ sample 3 = 39000. There was no reported impact to patient management.